Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump switched off by itself. No further information provided.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. No unexpected off no power, low battery, failed battery or battery out limit alarms noted during testing. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.